Manufacturer narrative:
(B)(6). Race - other. Expiration date - unknown due to unknown product code/lot number. UDI - unknown due to unknown product code/lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown product code/lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. (B)(4).

Event description:
Per the user facility medwatch (B)(4) received by terumo medical corporation the patient underwent a cardiac cath on (B)(6) 2018. On (B)(6) 2018 it was noted that the patient developed a retroperitoneal hematoma. The patient later required surgical intervention to stabilize her. During surgery, bleeding from the cardiac cath puncture site was noticed, and she required hospitalization. The patient was ultimately discharged to rehab. Additional information was received on may 14, 2018. The patient had a difficult post operation, developed an infection and non-compliant. Additional information was received on may 17, 2018. A 6fr sheath procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. There were no any issues with insertion, deployment, or withdrawal of the device. The patient was on daily blood thinning medication: aspirin and plavix. Aspirin 81 mg daily, plavix 75 mg daily. Medication and dosage:cangrelor wt based bolus 30 mcg/kg, infusion 4 mcg/kg/min. Testing performed to diagnose the bleeding: 2/16 hgb 5.9/hct 18.5, 2/17 CT abdomen/pelvis without contrast-large right retroperitoneal hematoma, 2/18- CT angiography and aorta and iliofemoral- extraperitoneal/retroperitoneal hematoma, small pseudoaneurysm. On (B)(6) 2018- right groin exploration repair of pseudoaneurysm, (B)(6) 2018- right groin exploration, debridement of devitalized tissue, sartorius muscle flap for femoral vessel closure and placement of wound vac. The patient was discharged to short term rehab.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.